Event description:
It was reported that following a procedure, the patient experienced cerebral edema. The patient's edema was noted to be a right sided frontotemporal mass with large cystic component with midline shift brain edema and brain shift. The edema was noted to have cystic components and contained fluid. The fluid was aspirated. The event was considered resolved as of (B)(6) 2019. There were no further patient complications reported in relation to this event.